Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/14/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after spaceoar vue placement, the images showed that the majority of the hydrogel was correctly positioned at the base and midgland. However, near the apex, while some of the hydrogel was appropriately placed, a small amount entered the rectal wall, nearing the lumen. This seemed to coincide with a needle tract. It was hypothesized that during insertion, the needle may have inadvertently penetrated the rectal hump, although the tip was accurately placed when the hydrogel was deployed. Consequently, a portion of the hydrogel may have migrated along the needle's path into the rectal hump. Nevertheless, this could not be confirmed. Given that the hydrogel presence within the rectal wall is minimal, it was assessed to be relatively safe to continue with the planned treatment, particularly as the patient experienced no symptoms. The plan is to initiate stereotactic body radiation therapy (sbrt). No further information has been obtained despite good faith efforts.